Manufacturer narrative:
While troubleshooting with the service center the customer was advised to check the processor or the communication cable. The customer later confirmed with service center the 190 scopes are working properly however the issue is only with their 180 scopes. The customer stated they will replace the communication cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their evis exera iii video system center had no image. The customer informed the service center they were not near the device to troubleshoot at the time of the report. There was no patient death, harm, or injuries reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and about the event in section b5. Correction to h3 and h6 - the device was not returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue had been resolved. It was believed that there was a short because no issue was ever detected, and both of the 180 scopes have been working.